Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.